Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not work anymore properly, was confirmed. It was found that the device loss pressure. Cpu board and the valve of the device was faulty, further, the pump was physically damaged and had moisture on it. Defective cpu board, air- connector, and material were replaced, all screws and nuts were tightened, and device was upgraded, newly calibrated, repaired, tested and found to be fully-functional. The defective cpu board along with the defective valve would be the possible root cause for the loss of pressure in the device. Fluid ingress into the device would have caused the damage to the cpu board. User mishandling and/or lack of maintenance can be the most probable root causes of the pump damage. However, with the information provided, we cannot discern the root cause of the valve failure. This serialized device (serial: (B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during preoperatively to an unknown surgery on an unknown date, it was observed that the pump shaver device did not work properly. During in-house engineering evaluation, it was determined that the device lost pressure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.